Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over-delivered. It was reported that the patient's cassette was completely empty within seven (7) hours. It was reported that patient runs the pump 24/7 with no morning dose. The continuous dose is 4.8ml/hr and per reporter, the patient had not used any extra doses. Per reporter cassettes are normally changed every twelve (12) hours with "medication left over most of the time." "Patient should only use 57.6 ml in 12 hours." Per reporter patient did not experience symptoms of being over medicated and reported feeling under medicated. Per reporter it was unknown if the cassette that was used appeared less full than other cassettes. Pump settings were subsequently checked and no morning dose was programmed, the continuous dose was 4.8 ml/hr and extra dose 2ml every 2 hours. It was reported that subsequently another cassette was used and would be monitored to assure it was delivering correctly.